Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was attempting to use hawkone directional atherectomy device along with non-medtronic 7fr sheath and 0.014" guidewire during procedure to treat a severely calcified lesion in the distal superficial femoral artery (sfa) with chronic total occlusion (cto-100%). The vessel was little tortuous. The vessel diameter and lesion length were 5mm and 50mm respectively. There vessel was not pre dilated but post dilated. IFU was used. It was reported that the hawkone thumb switch would not properly close, it jammed. The physician was able to remove the device from the body and used a turbohawk plus m devices successfully to complete procedure. The cutter was outside the housing during removal from patient. The device was safely removed from the patient. There was no deformation noticed in the cutter with no cutter pieces missing. There was a chunk of plaque in the cutter. There was no vessel damage reported. There was no patient injury reported.